Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported the PICC was leaking during flushing. The PICC was placed on 18/2/21. No other information was provided.

Event description:
It was reported the PICC was leaking during flushing. The PICC was placed on (B)(6) 2021. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. A video was returned for evaluation of this complaint. The video showed a 5fr d/l powerpicc solo catheter that was implanted into the patient¿s arm. The catheter was secured with what appeared to be a securacath device. The insertion site, securacath, and section of the catheter shaft were dressed with a clear adhesive dressing. In the video, a gloved individual was seen flushing the purple luer adaptor of the catheter with a clear liquid. As the catheter was flushed, a spraying leak was observed emanating from the catheter shaft. The exact location of the leak could not be determined from the video but appeared to be between the clear adhesive dressing and the molded suture wings. Without the physical sample, microscopic examination, tactile evaluation, functional testing, and dimensional analysis cannot be conducted. The root cause could not be determined from the returned video. Possible contributing factors could include sharp instrument damage, material fatigue, over-pressurization, or tensile (pulling) damage. A lot history review (lhr) of reet3062 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.